Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt was implanted with an scs system including a surgical lead on (B)(6) 2011. Approx three days following the procedure, it was reported that the pt developed a hematoma. The lead was explanted as a result; however, the ipg remains implanted. An appointment has been scheduled to discuss possible lead replacement. No further info is available at this time. The explanted lead will not be returned to the MFR.